Event description:
Additional info was received from patient who reported their implantable neurostimulator (ins) was replaced as they were having difficulties charging it. They report they do not need to charge their new ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MRI tech reported the implanted neurostimulator (ins) was removed in 2021 and a competitor ins was implanted with and adapter to replace it. The caller was not sure which leads were connected to the competitor ins, but they were thinking they were the original leads. Information regarding the reason for explant and replacement within a year of implant was not provided by the caller. Follow up will be conducted to try and obtain additional information. No symptoms reported.